Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer (fse) confirmed that drawer 4.1 had not failed. The fse observed a delay in cubie operation while inventory medications were placed in the drawer. No errors were found in diagnostics. The fse replaced the drawer controller for drawer 4.1, released all cubies, and no debris was found. The drawer was tested in diagnostics with no issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es experienced a malfunction in which the drawer consistently failed. Additionally, this drawer caused numerous cubie failures due to the device not being detected on the bus. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.